Manufacturer narrative:
Device passed displacement, rewind and self tests. No unexpected pump error 29 or rewind anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was advised to disconnect from pump. Customer successfully cleared the alarm. Customer was not able to complete the rewind process. Customer was advised to disconnect from pump. Customer was advised discontinue pump use and revert to back up plan as per hcp instructions no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.